Manufacturer narrative:
Investigation summary: customer returned (3) loose syringes. Customer states that the surfaces of needles are not smooth. It looks like silicon is set hard. All returned syringes were examined under the microscope and all exhibited clear hard material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cured adhesive on the cannula. Samples will be forwarded to manufacturing ((B)(4)) on 13oct2017 for further review. Unable to perform DHR check due to unknown lot number for inadequate lubrication on cannula. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown medical device lot #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown UDI #: (B)(4).

Event description:
It was reported that before use, the bd ultra-fine¿ insulin syringe, 3/10cc, 31g x 8mm needle did not have a smooth surface, it has the appearance of silicone. There was no report of injury or medical interventions